Event description:
It was reported that the patient presented with severe chest pains. An angiogram was performed and one filter component was found in the right pulmonary artery and one was found in the right ventricle. The filter component was retrieved from the right ventricle. The patient was referred back to the hospital that implanted the filter. The filter leg has been removed from the right pulmonary artery. The filter remains implanted infrarenal and is straight. Patient is asymptomatic and doing well at home.

Manufacturer narrative:
The DHR could not be reviewed as the lot number is unknown. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture, filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena vaca filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.